Event description:
It was reported that the drain was placed in the "normal manner" and sutured in. When the drain was removed 3 days later approximately 3 1/2 cm of the distal end remained in the pt's body. Pt had remaining piece of drain surgically removed.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use states in the caution section: "to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular car should be taken to avoid any obstacles to the drain exit path. Drains should be checking during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with point, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Drain breakage may require surgical removal. The warning states: surgical removal maybe necessary if drain is difficult to remove or breaks". (B)(4).